Manufacturer narrative:
(B)(4) initial

Event description:
The freedom driver was not supporting a patient. The customer reported that the freedom driver exhibited a fault alarm after the vad coordinator placed an onboard battery into the driver during a training seminar. This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. In addition, it would not prevent the driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
This freedom driver was not supporting a patient. The customer reported that the freedom driver exhibited a fault alarm after the vad coordinator placed an onboard battery into the driver during a training seminar. The freedom driver was returned to syncardia for evaluation. Visual inspection of the external and internal components revealed no abnormalities. During investigation testing, the freedom driver met all test acceptance criteria, including pressure test requirements associated with normotensive and hypertensive settings with no anomalies or fault alarms. The reported fault alarm was not functionally duplicated during investigation testing. The onboard batteries used at the time of the customer-reported fault alarm were not returned to syncardia and could not be evaluated as part of this investigation. The freedom driver performed as intended, and there was no evidence of a device malfunction. The driver was serviced. The reported issue posed a low risk to a patient because it was observed when the freedom driver was not supporting a patient. In addition, it would not prevent the driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.